Manufacturer narrative:
E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported that following return from the or, the mega 50cc intra-aortic balloon (iab) used with a cardiosave intra-aortic balloon pump (iabp) experienced timing difficulties due to a progressively dampening arterial pressure waveform. A concurrent "no backup battery detected" issue prompted console exchange, which resolved the battery concern; however, the arterial waveform and timing issues persisted. Eventually an "unable to update timing" message appeared. Physician assessment of balloon position was recommended.